Manufacturer narrative:
The complaint for present fractured was unable to be confirmed as conflicting information was received. A complaint was initiated due to a reported event of an additional fracture noted at three-years post implantation; however, the medical report from the site indicated only one fracture was observed and had been previously reported. Despite the discrepancy, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per a technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. In this case, it is unsure if there was an additional fracture that occurred at three years post implantation due to the conflicting information received. However, based on previous investigation, patient factors (rvot characteristics) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by clinical safety (alterra study) two fractures were found at the alterra inflow, rung 1, three years post implant. This is one additional fracture than what was previously visualized, and the second fracture is not visualized at any previous timepoints. Additionally, there is a third rung 1 node that is suspicious in appearance but there is no clear strut separation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. The following sections of this report have been updated: impact code (updated to 2199) and clinical code (updated to 4582). The investigation is ongoing.